Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: stent dislodgement requiring surgical intervention. Device issue: stent dislodgement. It was reported that in 2009, the physician pre-dilated the very calcified mid obtuse marginal with a 2.5 x 15 voyager. The physician then completed stenting of the vessel with the 2.5 x 18 mini vision rapid exchange with no apparent difficulty. At approx 10 days later, the pt returned to the hospital experiencing chest pain. Cardiac catheterization revealed a non-deployed stent within the ostium of the circumflex artery. Two days later, the pt was taken to surgery, and the undeployed endothelialized stent was removed successfully. Additionally, the pt underwent coronary artery bypass grafting to unk diseased vessels. The pt remains in the hospital at this time and is doing well. There is no additional info available.

Manufacturer narrative:
Angina, as listed in the mini vision instructions for use (IFU) is a known adverse event associated with coronary stenting. Angina, surgical procedure and hospitalization are listed in the no fault risk assessment as known procedural complications. In this case, it is likely that the angina is a secondary effect of the reported stent dislodgement as the stent implant was found in a different vessel than the target lesion, which required surgery and hospitalization.